Event description:
Through journal article "clinical manifestations and surgical management of breast implant-associated anaplastic large cell lymphoma: beyond the nccn guidelines", healthcare professional reported ¿palpable breast mass¿, ¿four separate masses¿, ¿extensive necrosis¿, ¿diagnosis of bia-alcl¿, and ¿tumor present between the capsule and the superficial surgical margin.¿ pathology has not been received and the markers of cd30+ and alk- have not been reported/confirmed. Device has been explanted. This represents the left side. Treatments: "patient received neoadjuvant brentuximab vedotin, an anti-cd30 antibody-drug conjugate (two cycles), capsulectomy with wide local excision of masses that necessitated a partial mastectomy to ensure that no tumor existed at the margins. Adjuvant chemotherapy."

Manufacturer narrative:
Article citation: lillemoe, h. A., miranda, r. N., nastoupil, l. J., clemens, m. W., & hunt, k. K. (2022). Clinical manifestations and surgical management of breast implant-associated anaplastic large cell lymphoma: beyond the nccn guidelines. Annals of surgical oncology. Https://doi.org/10.1245/s10434-022-11838-0. Facility name: (B)(6). (B)(4). The events of lymphoma-alcl-suspected and lump/nodule are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿palpable breast mass¿, ¿four separate masses¿, "extensive necrosis¿, ¿diagnosis of bia-alcl¿, and ¿tumor present between the capsule and the superficial surgical margin.¿